Event description:
Pt left a voice message stating she has been to numerous doctors, has an eye infection the doctors cannot find out what the problem is. She states she has been treated with antibiotic and steroid drops. F/u attempts with the pt's ecp have been made to confirm prescription and for more info of treatment with no add'l info to date.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. This is linked with (B)(4) 9614392-2011-00157. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.